Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v568027, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient had surgery the day of report and the healthcare provider check the patient post-operatively with an EKG and bedside monitor. It was noted the healthcare provider noticed random pacemaker spikes. It was stated it was not affecting the patient¿s rhythm but they wanted to know if it was related to their implantable neurostimulator (ins). Reportedly, the patient had an ICD pacemaker from another manufacturer and it was not specified what surgical procedure the patient had.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.